Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter :   the consumer reported that there was no insulin flow during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-feb-2023. H6: investigation summary customer returned (9) open 32gx4mm pen needles without tear drop labels or outer covers attached. The customer reported that there was no insulin flow during priming. All 9 samples were examined, and it was observed that 3 exhibited a bent non-patient end (npe) cannula, and 6 exhibited a broken npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 9 pen needles were returned after use the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent or broken after the customer handled the pen needles. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter :  the consumer reported that there was no insulin flow during priming. Date of event : unknown; samples : available.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter :   the consumer reported that there was no insulin flow during priming. Date of event : unknown. Samples : available.